Event description:
The guide catheter shaft broke after being torqued. The physician intended to cannulate right coronary artery with the guide from the right femoral artery. Iliac tortuosity was noted under fluoroscope. Attempted (manipulations) were made to rotate in the usual manner but failed. The guide kinked at two locations within the iliac tortuosity. The guide would not untorque and attempt to thread a 0.035 wire through was unsuccessful. The physician gently retrieved the guide backward into the femoral sheath, where it got stuck. Subsequently, both the guide and femoral sheath were pulled back together. However the guide broke off at the femoral arteriotomy site, while the sheath came out. Hemostasis was achieved with the femo-stop compression device. The patient underwent surgical removal of the retained guide and false femoral aneurysm repair later that day without further complication.